Event description:
It was reported that the screen of the programmer was "flickering." The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the interpose circuit board was replaced. It was also noted that there was no paper in the printer tray.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).